Manufacturer narrative:
The UDI, manufacturer lot code and affected absorbency were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via email that upon removal of a tampon, the string was missing. She manually removed the pledget from her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.